Event description:
Customer's wife called to report husbands high blood glucose (bg). Customer's wife stated that her husband had surgery and she was afraid he may have set up an infection which might be contributing to his high bg. The bg levels were high for several hours. Customer was able to activate a new pod and the bg levels were returning to normal. No further issues were identified.

Manufacturer narrative:
The product was returned and evaluated. The eval indicates a probable problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The omnipod user guide states: "warning" never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin". The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.